Event description:
Olympus was informed that the image was flickering during preparation for use. No patient or user injury reported due to this reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user¿s report of ¿flickering image.¿ the flickering image was attributed to a failed charged coupled device (ccd). In addition, the device failed the leak test due to a puncture on the cable insulation. The device was serviced and returned to the user facility. The investigation is still ongoing, if new and relevant information is received later, this report will be updated accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a flickering image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.